Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the pacing lead sensing was "not ideal" and did not reach normal range values although several positions were attempted. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.